Event description:
It was reported that pt came in to clinic after receiving the pt notifier for high oor pli. The oor measurement was not reproducible in clinic. The system remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.